Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and correction. Updated fields: b5, d4, g4, h2, h3, h4, h6, h11. Corrected fields: h6 investigation findings c1502(removed), investigation conclusion d1101 (removed). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be determined. Investigation results suggest that the presence of foreign objects in the jet tube, air/water tube, and cylinder was likely due to failure to follow the instructions for use. These instructions specify that only sterile water should be used for air/water feeding, with no additives added. The use of non-sterile water may lead to patient cross-contamination and/or infection. To detect and prevent this issue, adherence to the instructions for use is essential. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the device¿s field performance.

Event description:
It was observed that during the device evaluation, the air/water cylinder, tube, and jet tube of the colonovideoscope exhibited foreign objects. There was no patient involvement.